Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a coda lp balloon catheter was difficult to advance. A 72-year-old male patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure on (B)(6) 2025 in which the coda lp balloon catheter was used. There was significant tortuosity of the distal aorta, and the bilateral iliac arteries were tortuous. However, the bilateral femoral arteries were not tortuous. The angulation of the aneurysm neck relative to the suprarenal aorta was 155 degrees. The angulation of the aneurysm neck relative to the long axis of the aaa was 146 degrees. A small amount of calcification was present in the vessels used for introduction of the devices. There was significant tortuosity of the patient's left side. The right side was not significantly tortuous. The physician modified the proximal zenith alpha 2 thoracic endovascular graft proximal tapered component for visceral arteries. The ipsilateral side was the patient's left side. The delivery system was not difficult to advance to the target location. A competitor's 20 french sheath was used to introduce the cook coda balloon used in the procedure. A 300 lunderquist double curve wire guide was used to advance the cook coda balloon. As the balloon catheter was being advanced into the sheath, it began to accordion on itself along the catheter shaft. As a result, it was not able to be advanced any further into the patient and had to be removed. A competitor balloon was then used to complete the balloon molding needed. The same sheath and wire were used to introduce the competitor's balloon to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search identified five possible lot numbers shipped to the customer within the timeframe of the date of occurrence. Cook completed a review of these lots and found that no other lot-related complaints have been received from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿product recommendations: wire guide selection. The catheter is compatible with .035-inch wire guide. Introducer sheath selection: for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon introduction and inflation: 2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile in package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. However, it is possible that patient anatomy contributed to the failure mode due to the noted calcification. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg? No device return to manufacturer anticipated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coda lp balloon catheter was difficult to advance. A 72-year-old male patient underwent an endovascular abdominal aortic aneurysm repair procedure in which the coda lp balloon catheter was used. As the balloon catheter was being advanced into the sheath, it began to accordion on itself along the catheter shaft. As a result, it was not able to be advanced any further into the patient and had to be removed. A competitor balloon was then used to complete the balloon molding needed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 23jan2026.the procedure began at 07:30 on (B)(6) 2025. Planning and/or sizing information is not available. No pre-operative, intra-operative and/or post-operative images are available. There was significant tortuosity of the distal aorta. The bilateral iliac arteries were tortuous. The bilateral femoral arteries were not tortuous. The angulation of the aneurysm neck relative to the suprarenal aorta was 155 degrees. The angulation of the aneurysm neck relative to the long axis of the aaa was 146 degrees. The physician modified the proximal zenith alpha 2 thoracic endovascular graft proximal tapered component (rpn: zta2-pt-32-28-178-w) for visceral arteries. The ipsilateral side was the patient's left side. The delivery system was not difficult to advance to the target location. The fluoroscopy time was 149.4 minutes. The total contrast used was 80 cc. Radiation exposure was 4567 mgy. A competitor's 20 french sheath was used to introduce the cook coda balloon used in the procedure. A small amount of calcification was present in the vessels used for introduction of the devices. There was significant tortuosity of the patient's left side. The right side was not significantly tortuous. A 300 lunderquist double curve wire guide was used to advance the cook coda balloon. The same sheath and wire were used to introduce the competitor's balloon to complete the procedure.